Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, fse conducted follow-up with the customer over the phone to address the reported event. Fse performed troubleshooting with the customer to assist her to replace the broken nut with another new one. The device subsequently ran without leaks or any other issues. No further action was required by field service. The most probable cause of the reported event was due to stripped peek nut threads.

Event description:
On (B)(6) 2017, the customer reported that the black peek fitting would no longer tighten, resulting in a leak with their g8 analyzer. Technical support (ts) instructed the client to remove and reinstall the filter, then try to tighten. The customer stated that fitting was unable to be tightened. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.